Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. The customer¿s blood glucose level was 168 mg/dl. The customer was also reported that insulin pump had no insulin delivery alarms. Customer assisted with troubleshooting. Insulin pump had battery failed alarm. Customer was advised to replace and to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test, no reservoir, no delivery alarms due to unresponsive button.

Event description:
It was reported via phone call that the weight has been changed to 0149.